Event description:
It was reported that an occlusion alarm occurred. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained. Additionally, was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer¿s blood glucose level ranged from was 200-353 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.